Manufacturer narrative:
Complaint conclusion: as reported, during the release process, the plug of a 6f exoseal vascular closure device (vcd) failed to pop out completely. Half of it was in the delivery trunk and half was exposed. When the device was withdrawn, the plug and the handle were withdrawn together. There were no reports of patient injury. The user was a mature operator who had been professionally trained and had successfully used the exoseal vascular closure devices on several occasions. This was a postoperative femoral artery occlusion. The device malfunctioned during the occlusion process. The patient was not harmed and had no infectious disease. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18397154 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ could not be evaluated because the device was not returned for analysis. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the phr review, nor the available information suggest that the reported event could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the release process, the plug of a 6f exoseal vascular closure device (vcd) failed to pop out completely. Half of it was in the delivery trunk and half was exposed. When the device was withdrawn, the plug and the handle were withdrawn together. There were no reports of patient injury. The user was a mature operator who had been professionally trained and had successfully used the exoseal vascular closure devices on several occasions. This was a postoperative femoral artery occlusion. The device malfunctioned during the occlusion process. The patient was not harmed and had no infectious disease. The device will be returned for evaluation.